Event description:
A doctor reported that a system message displayed and iop (intraocular pressure) control was unable to be used when the bss (balanced salt solution) bottle was exchanged due to system prompting. Air appeared in the patient's eye, therefore the air line was clamped. The iop control was recovered within a few minutes and the procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).